Manufacturer narrative:
Device evaluation summary: the service engineer (se) evaluated the device and replaced the exhalation sensor printed circuit board (pcb) and the direct current (dc) to dc converter pcb. The ventilator passed all testing per manufacturing specification and was returned to the customer. Review of ventilator logs indicated that there was a loss of ventilation. If the replaced parts are returned for failure investigation, a supplemental medwatch report with the findings will be submitted once the investigation is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 980 ventilator generated a ¿ventilator inoperative, severe occlusion¿ message. The patient was removed from the ventilator and placed on an alternate ventilator with no harm or injury.

Manufacturer narrative:
Additional codes added to section h6 evaluation code - result and conclusion. H3: device evaluation summary: the direct current (dc) -dc converter board and exhalation sensor printed circuit board assembly (pcba) were returned for failure investigation. Both were installed in the test ventilator separately and powered up. Performed testing and all calibrations with no errors and no alarms found. The analysis determined no fault found with the returned components. The event was isolated in the field to a potential fault with dc-dc converter pcb and exhalation sensor pcba; however, the returned components were analyzed and were no fault found. With the information available a likely cause could not be determined. The event is included in a data monitoring plan. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.